Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported a problem with the infusion line during a surgery, indicating a defective infusion line. The infusion line was replaced with another, and the procedure was completed without consequences or impact to the pt as per the reporter. No add'l info is expected for this case.